Manufacturer narrative:
This report is filed april 21, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a lack of benefit with device use due to a tumor. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with an auditory brainstem implant during the same surgery.